Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system touchscreen was unresponsive. A field service engineer found screen had a film dust and used isopropyl alcohol to clean the screen to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed touchscreen was not responsive and they need to touch really hard to make it responsive. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.